Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer printer was not working. Analysis also noted that the stylus tip was cracked and not working, the stylus tip position on the touch screen needed calibration, the key board was damaged, the bullets assay was broken, the rear cover display was broken, the left and right slide rails were missing, a handle update was required, and an error was found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a defective printer. The status of the programmer is unknown. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.